Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was a part of a system explant for an unknown reason. There were no allegations against the system received. There were no adverse patient effects reported.